Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level that ranged from 360-361 mg/dl with a trace number of life-threatening ketones. Prior to going to the ER, the customer administered a manual insulin injection in attempt resolve bg. The customer was treated with intravenous saline and insulin while in the ER and was released 4 hours later with no permanent damage and reported issue was resolved. The cause of the high bg was unknown. A system check was performed by technical support and was determined that the pump was functioning as intended.